Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: sip tube is dripping back. Additionally, the fse provided the following additional information: steps taken with customer/troubleshooting: customer back flushed dcm line and pump next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1. Was there spray of fluid under pressure? No. 2. Was the leak / spill contained within the instrument? No, it dripped onto bench top. 3. Was the leak / spill in a customer accessible location? Yes. 4. What was the fluid that leaked / spilled? Sheath and waste. Customer wore ppe. 5. What is the source of leak / spill? (Waste or non-waste line) waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no. Was waste mixed with bleach or decontaminate? The leak was not from the waste tank.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/24/2020 h.6. Investigation: problem statement waste leakage without bleach not contained (outside instrument). Manufacturing defect trend there are zero quality notifications (qn) related to the reported issue. Date range from 18/aug/2019 to date 18/aug/2020. Complaint trend there are two complaints related to the reported issue. Date range from 18/aug/2019 to date 18/aug/2020. Service max review: review of related work order #: wo-01574506 (case number: (B)(4) install date: 21/mar/2013 defective part number: 64781907 - lsrfortessa dcm service assembly work order details: ¿ subject/reported: sip tube is dripping back ¿ problem description: sip tube is dripping back ¿ cause: 1. Dcm not aspirating up drip ¿ work performed: 1. Replaced dcm pump ¿ solution comments: 1. Passing all qc tests. Returned sample evaluation delivered monday 24/aug/2020 at 11:50 am (return tag (B)(4). Fedx (B)(4). The dcm assembly received for MFR# 2916837-2020-00007 was used in this evaluation. Manufacturing device history record (DHR) review review of DHR part number 647177-647177-h64717700093-100168699-14; serial number:(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis a review of risk management file 10000196518, rev 03 - risk analysis ice program was conducted. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified: yes o hazard ID: 3.1.5 o hazard: fluidic failure o cause: leaks from component failure, particularly droplet containment system o harmful effects: biohazard spill o initial probability: 1 o initial severity: 5 o initial risk index: 5 o initial risk evaluation: u o risk control: 1) component spares where applicable. 2) manufacturing system testing. O implementation verification: 1) pm spares kit p/n 657678. 2) final packaging oms. 3) service manual to include section to inspect dcm pressure switch for any leaking. 4) fluidics tray will capture any initial leakage. O effectiveness verification: label approval o residual probability: 1 o residual severity: 5 o residual risk index: 5 o residual risk evaluation: afap (as far as possible) o new hazard: none mitigation(s) sufficient: yes investigation result / analysis this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the location of the leak and the defective component, the lsrfortessa dcm service assembly (p/n 64781907) failed. Root cause defective lsrfortessa dcm service assembly (p/n 64781907). Conclusion this is not a safety issue. The reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacement of the lsrfortessa dcm service assembly (p/n 64781907). Overall, this incident is not considered as a safety risk. See h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: sip tube is dripping back. Additionally, the fse provided the following additional information: steps taken with customer/troubleshooting: customer back flushed dcm line and pump. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No, it dripped onto bench top. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath and waste. Customer wore ppe. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Was waste mixed with bleach or decontaminate? The leak was not from the waste tank.